Event description:
On (B)(6) 2011, the patient reported the up button of the infusion device does not always respond. He noticed the issues a few days ago while attempting to bolus. The up and down buttons functioned properly at the time of the report. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.